Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe (cutter) was not cutting during a left eye procedure. The cutter still did not function after decreasing the system's cut rate however the aspiration was working. The product was replaced with another one. The procedure was completed and there was no harm to the patient. The product sample was retained. No additional information is expected.

Manufacturer narrative:
No probe sample was returned for evaluation for the report of not cutting (actuating) before surgery; therefore, the condition of the product could not be verified. A review of the related device history records associated with reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there were three other complaints for the reported issue. The root cause for customer complaint issue could not be determined. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).